Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pulmonary jagwire guidewire was used during a bronchial balloon dilatation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the tip of the device peeled. The procedure was completed with another pulmonary jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a pulmonary jagwire guidewire was used during a bronchial balloon dilatation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the tip of the device peeled. The procedure was completed with another pulmonary jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned guidewire revealed that the device does not have any visible failure, the distal tip is in good condition and all the outer diameter measurements are within the specifications. The complaint is not consistent with the returned guidewire that the tip of the device peeled. The guidewire did not present any visual issue and it worked as intended. Returned device review includes visual and dimensional evaluations, which showed no evidence of either the alleged issue or any defect that could have contributed to the event reported. Therefore the most probable cause for the complaint is not confirmed-returned. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified lot.